Manufacturer narrative:
The device was returned to zoll medical and the reported problem was observed. Evaluation of the main board found the switch damaged. The on/off gasket was also found to be damaged, indicating user mishandling. The main board was replaced and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.